Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During asnis surgery, the screw was broke during insertion. The thread of the screw remained in the patients' bone. The patients' bone was very hard, so insertion of guide wire and drilling were difficult. Another screw was used to complete the surgery. The guide wire was deformed after insertion. The surgeon suspected that the condition of the drill may have been bad.

Manufacturer narrative:
Evaluation summary: the reported event of the blunt drill could be confirmed. Based on the investigation, the root cause was attributed to a user related issue. The blunt drill was caused by improper maintenance. Based on the received event description the bone of the patient was very hard and the drills condition was considered to be bad. Please note that in dense bone also puncturing of the cortex before inserting the guide wire is recommended. Please pay attention to the instructions for cleaning, sterilization, inspection and maintenance (literature number l24002000-en rev l, content ID: ot-rg-1, 06-2014): ¿appendix 2 guidelines to check proper functionality of the medical devices the following guidelines should be applied to all stryker trauma & extremities instruments which are labeled for multiple use. All functional checks and inspections described below also cover the interfaces with other instruments or components. The failure modes below may be caused by end of life of the product, improper use or improper maintenance. Stryker trauma & extremities does not typically specify the maximum number of uses for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. However, for certain instruments end of life has been defined, verified and specified with either a number of uses or an expiration date. Functional check for multiple use drill bits description and function: multiple use drill bits, cannulated drill bits, burrs, taps, core drills potential failure modes: defective coupling end (eroded) blunt and dull cutting flutes tips, helix coil, bent preventive maintenance: such instruments are recommended as single patient use. Regular functional check and visual inspection. In case of failure, the instrument must be replaced and not be used.¿ [original statement] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
During asnis surgery, the screw was broke during insertion. The thread of the screw remained in the patients' bone. The patients' bone was very hard, so insertion of guide wire and drilling were difficult. Another screw was used to complete the surgery. The guide wire was deformed after insertion. The surgeon suspected that the condition of the drill may have been bad.